Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade iii/IV and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prosthesis dislocation", "pain", "capsular contracture baker iii/IV", "rupture" and "research of bia-alcl". Pathological.

Event description:
Healthcare professional reported left side "prosthesis dislocation", "pain", "capsular contracture baker iii/IV", "rupture" and "research of bia-alcl". Pathological markers have not been provided. The device remains implanted.